Manufacturer narrative:
The baxter technician found the CPR cable needed to be replaced. Per baxter service manual, examine the condition of the two CPR release handles, CPR cable, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Operate the head section to the high position, then engage one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same tests on the other side of the bed. Release the CPR handles and make sure the mechanism locks correctly when you operate the head up control for a few seconds. The head section must rise. Replace the head section motor in the event of a malfunction or the CPR cable if broken. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on jan 3, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR cable to resolve the reported event. Based on this information, no further action is required.

Event description:
On 07-nov-2025, a company representative - service personnel contacted technical service to report that versacare frame (product code p3200k000500, serial number (B)(6)), had CPR feature unable to be activated. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.